Manufacturer narrative:
The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence. The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence based on the event reported by the edwards clinical specialist on-site during the procedure. Manufacturing non-conformances were found in the root cause investigation and documented. Available information suggests that multiple root causes in the manufacturing procedure, specifically during implant attachment, allowed for this complaint code to emerge. Recommendations to improve the manufacturing assembly process for implant attachment will be addressed in a CAPA. A pra was also initiated under management discretion due to multiple complaints reported for this issue in a short period of time. Additionally, this pra addresses the increase in severity of harm related to an existing hazardous situation. An fca was initiated to retrieve potentially impacted units in the EU with FDA recall number z-2479-2023.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H7- a recall has been initiated and notifications to affected customers in the EU and emea are ongoing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure there were issues while releasing the implant. Patient had degenerative mitral regurgitation and the entire procedure went without complications. It was decided to release the device, when more resistance was felt to unscrew the release knob. The resistance to rotate release knob was increasing with more turns and the speed of rotation was varied by the physician, but there was no impact seen. At this moment the device was seen rotating on fluoro and on echo. It was attempted to counter with the implant catheter handle but showed no benefit. There was a good amount of flex on the steerable catheter and the physician thought that the flex could probably affect this problem more. Turned the screw even further and the device jumped on fluoro back and they were able to release. When the implant jumped back the resistance was gone and then it was possible to unscrew it. The implant was successfully released. The result was the same than before release. Mr went from grade 4 to trace and there was no harm to the patient.